Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter and the patient suffered an electrocardiogram st segment elevation, arterial spasm and coronary artery stenosis. After the procedure, st increased during hemostasis. Coronary artery spasm occurred. Coronary angiography (cag) was performed at the left coronary artery (lca). Poor perfusion was confirmed. Stenosis was confirmed at #6. The spasm was highly likely to have occurred in the periphery of the left anterior descending artery lad. Intravascular ultrasound (ivus) was performed, and about 50% plaque stenosis was confirmed. The patient was followed up. Blood pressure recovered, and the procedure was terminated. No intervention was provided. The patient was recovered from the coronary spasm after the cag and intravascular echocardiogram was performed. Patient required extended hospitalization because the patient was followed up in intensive care unit. The physician's opinions on the relationship between the event and the product was that there was a highly possibility that the effects were due to the drug. The physician considered that the adverse event was likely due to drug effects and the coronary spasms and ablation sites are less associated. There were no abnormalities observed prior to and during use of the product. Ngen generator was used. No bwi sheath was used.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot: 30818955land no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. Manufacturer's ref. No: (B)(4).